Manufacturer narrative:
The target vessel site is unknown. It is noted that the dissection was present before the procedure. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10207857. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with the history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. (B)(4). The manufacture date and expiration date will be available upon the follow up report.

Manufacturer narrative:
(B)(4).

Event description:
The enterprise stent (enc452212/10207857) did not go through the rebar 27 microcatheter shaft (details unknown). There was a delay of a few minutes due to the necessity to place another stent in the dissected vessel. The device did not kink or bend at any time prior to the resistance/friction. The concomitant devices used with the product did not kink or bend at any time. There were no damages on any part of the device when removed from the patient. An adequate continuous flush was maintained through the catheter with heparinized nacl solution. Prior to inserting the enterprise, the rebar 27 microcatheter was advanced over a traxcess 14 microwire (details unknown). The enterprise and rebar 27 microcatheter needed to be removed together and another microcatheter with the same specifications was used. The physician then used leo+ baby stents by balt/ab medica (details unknown).